Event description:
It was reported the gastrointestinal videoscope had foreign material in the water supply channel. The issue occurred during inspection for use. The unknown diagnostic procedure was completed with the device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "auxiliary water channel is clogged¿ malfunction would likely be related to due to a foreign material clogged in the channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The investigation was reopened as a request from the client in order to understand the composition of the foreign material. Additional information added to field: h11. The legal manufacture surmises that the cleaning disinfection and sterilization processes were deviated from what is written on the instructions for use, resulting in the cause of the foreign material. Based on the results of the investigation, olympus confirmed that the foreign materials came out of the device. The foreign materials were brown epoxy resin and white cellulose fiber. These materials are components used in a variety of places: for the brown epoxy resin, this is used in materials such as instant glue, paints, and containers. And for the white cellulose fiber, this is used in gauze and dish towels. The event can be prevented by following the instructions for use: ¿chapter 5 section 5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.